Manufacturer narrative:
(B)(4).

Event description:
Same case as MFR# 2134265-2011-02403. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right radial artery. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). The physician attempted to direct stent the lesion with a 3.00x28mm ion stent; however, the stent strut became flared during the attempt. The stent delivery system (sds) was removed from the patient and the physician attempted to direct stent the lesion with another 3.0x28mm ion stent and that stent became damaged as well. The sds was removed from the patient and the lesion was predilated with an unspecified balloon. The physician was then able to cross the lesion with a 3.0x28mm non bsc stent. The procedure was successfully completed with the non bsc stent and no patient complications were reported. The patient¿s current condition is okay.

Manufacturer narrative:
Device returned to MFR: returned product consisted of an ion stent delivery system (sds) with no original packaging or other devices. The balloon was tightly folded and the stent was located between the markerbands. There was no contrast or blood visible on the device. There were three struts in the first distal row of the stent that were stretched distally. There was no other damage to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Same case as MFR# 2134265-2011-02403. It was reported that during a stenting treatment procedure stent damage occurred. Access was obtained via the right radial artery. The target lesion was located in the tortuous and calcified left anterior descending artery (lad). The physician attempted to direct stent the lesion with a 3.00x28mm ion stent; however, the stent strut became flared during the attempt. The stent delivery system (sds) was removed from the patient and the physician attempted to direct stent the lesion with another 3.0x28mm ion stent and that stent became damaged as well. The sds was removed from the patient and the lesion was predilated with an unspecified balloon. The physician was then able to cross the lesion with a 3.0x28mm non bsc stent. The procedure was successfully completed with the non bsc stent and no patient complications were reported. The patient's current condition is okay.